Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted during testing. The device had missing end cap sticker noted, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump had a button error. The alarm cannot be cleared. The buttons were not pressed for three minutes or longer. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.